Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. This is a repeat problem. As a preventative measure, the automatic exposure control circuit board and the generic interface circuit board were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview displayed error code 792. There was no adverse patient involvement reported. There was no patient information reported.